Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify unexpected battery power loss anomaly and motor error alarm due to blank display. Motor passed motor test. Pump received with cracked battery tube threads. Cracked case display window corner and stripped battery cap(p) coin slot. (B)(4).

Event description:
Customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. Customer reported they were able to clear the alarm. Customer stated they did receive a request to rewind insulin pump. Customer able to complete rewind. Customer reported the drive support cap appeared to be normal. Customer also stated that the threads on the battery compartment were stripping. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.